Manufacturer narrative:
The tip cover accessory and monopolar curved scissors (mcs) instrument have not been returned for eval. The root cause of the customer reported failure mode cannot be determined. If additional info is received, a follow-up MDR will be submitted.

Event description:
It was reported that near the completion of a da vinci s hysterectomy procedure, arcing was observed coming from the tip cover accessory installed on the monopolar curved scissors (mcs) instrument. The procedure had been underway for approx 1 to 1.5 hours. The tip cover accessory was replaced to successfully complete the procedure. No pt harm, adverse outcome or injury was reported.